Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 7 front cases with keypad on pcus were replaced. No further information is available.

Event description:
It was reported that 7 front cases with keypad on pcus were replaced. No further information is available.

Manufacturer narrative:
The customer reported complaint of the keypads being replaced due to unspecified issues was evaluated. An internal inspection was performed on the returned keypads. Each layer of the front cases was removed and inspected for anomalies. The keypads were observed to have signs of fluid ingress where the flex cable meets the circuit layer and broken traces (19 and 20). Trace 19 and 20 are associated to the system on key and the keypad leds. Test results identified that the ac indicator light did not illuminate and the system on key did not function on 4 out of the 7 keypads. Keypad associated to serial number (B)(6) had various keys on the keypad fail. All other keys on the keypads were functioning as intended. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypad was received for investigation.